Event description:
The customer reported a "speaker malfunction" inop message. The device was not in use monitoring the patient at the time of the event. No adverse event involving patient or user was reported.